Event description:
Dealer stated that the footboard membrane cable, which allows the attendant to operate the bed without the pendant, on an iharro carroll healthcare bed, is cut and has exposed wires.